Event description:
The information provided to sjm indicated a trifecta valve was implanted on (B)(6) 2009. The patient is enrolled in a (B)(6) study (pas). During the routine 4 year follow-up visit, significant valve stenosis was noted. Aortic valve replacement is scheduled for (B)(6) 2013.